Event description:
The hcp reported that in 2004, the MFR's representatives went to the hosp to support a pump implant to treat spasticity in a pt. The procedure started at approx 11am. Initially the purge bolus of the pump had been programmed and at the end of the one hour surgery, the pump had been programmed with a priming bolus and a simple continuous rate of 60 mcg per day as requested by the referral doctor. After this, the surgeons performed a reduction of the pt's dislocated hip and the MFR's representatives left the operating room waiting outside. After 40 minutes, the physician asked the MFR's representatives to stop the pump because the pt was in cardiac arrest and he wanted to be sure that the problem was not due to the intrathecal baclofen infusion. The printed telemetry of the device confirmed that the pump had been programmed correctly. At 1600, the doctor communicated that the pt had died. An autopsy will be performed. A follow up report will be sent when additional info is received.